Event description:
Patient initially treated with another manufacturers hardware on (B)(6) 2014. Patient developed infection and returned to the operating room on (B)(6) 2014 for hardware removal. Patient was implanted with smith and nephew plates and screws on (B)(6) 2014. Patient had persistent infection and underwent three (3) revision surgeries on the following dates with smith and nephew hardware. Hardware implanted on (B)(6) 2014 was removed and patient was revised to another plate and screw construct on (B)(6) 2014. Revision surgery was performed on (B)(6) 2015 to remove hardware implanted on (B)(6) 2014. Another revision surgery was performed on (B)(6) 2016 to remove the hardware implanted on (B)(6) 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).